Manufacturer narrative:
This is being filed as an unconfirmed infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Patient reports infection. Follow up attempts have been made to gain more information, with no replay to date. This is being filed as an unconfirmed infection.